Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 450 mg/dl with a ketone level identified as dangerous. Cause of elevated bg was unknown.. The customer went to the emergency room (ER). Bg was addressed via manual insulin injections. The customer left the ER feeling better (bg below 200 mg/dl).